Event description:
The customer reported that during an anterior resection, bleeding occurred although an end tone, indicating a completed seal cycle, was heard. This happened approximately one hour into the procedure while the surgeon was on the omentum. Another device was used to complete the case. There was no patient injury. Upon initial testing, it was discovered that the device self-activates due to a bad switch.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.